Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient began hearing a single tone beep a few times a day but now heard a 3 tone beep about every 15 minutes. It was noted the pump was to be either explanted or replaced by a new healthcare provider (hcp). The patient could not see the hcp until may. It was noted when the pump was working, it worked really well. It was later reported the pump had been beeping for over 2 weeks and the patient couldn¿t sleep. The patient did not have any medication in the pump. The drug being delivered via the device system was morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.